Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis drawer and cubie failed. The customer could not be recovered. The customer reported that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer and cubies was failed and cannot recover. A field service engineer found that the enhanced half height drawer (main 2) had pockets that were off the bus. The fse reseated all six row board connectors, both retractor band connectors, and all pockets on drawers 2.1 and 2.2. The fse also released all pockets, removed all debris, tested the lids, and ran station diagnostics. The customer then tested the station in the medical application. The system functioned as intended after the field service engineer repaired the device.